Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error multiple times. The customer's blood glucose level was 300 mg/dl. The customer reported that the insulin pump had no motor movement or negligible movement error multiple times. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the did not want to perform the displacement test as they were reporting multiple alerts on the insulin pump and had previously completed troubleshooting for the issue today. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.